Event description:
During a pci treatment procedure, the maverick2 monorail 15x3.5mm balloon ruptured at 11 atms on the first inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good.'